Event description:
A customer reported obtaining an unexpected negative reaction with the antibody screening and identification assays on the galileo.

Manufacturer narrative:
The image result files were not available for review. Immucors product investigations lab confirmed the presence of the e antigen on retention capture-r ready-screen I and ii, lot x364 and capture-r ready-ID, lots id163 and id162. Manual capture testing was also performed on the customers submitted sample, using retentions capture-r ready-screen I and ii, (crrs2), lot x364 and capture-r ready-ID, (crrid), lots id163 and id162. Controls performed as expected and all reagent red cells exhibited negative reaction on all e+ cells. An antibody identification panel was performed on the submitted sample on the galileo using retentions crrid, lot id163 and crrirc, lot 221853. Controls performed as expected. All e+ cells resulted negative. The unexpected reactivity appears to be sample-related.